Event description:
It was reported that the patient's pump had stalled twice. The healthcare provider (hcp) was in no hurry to check the pump. The hcp had planned for the device to be checked on (B)(6) 2015 at 4:45pm during the patient's next appointment. It was unknown what the pump system was delivering. No symptoms were reported. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information).

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that 2 motor stalls and recoveries occurred. The events were documented in the logs and found to be consistent with MRI procedures the patient had undergone. The reporter gave the printouts to the physician and currently did not have access to specific information. The dates of the motor stalls were not known on that date of the report, but the first motor stall occurred after the patient suffered a fall and injured her shoulder. It was stated that the stall lengths were ¿typical post MRI¿ and not extended. The patient outcome was unknown. It was unknown what narcotic the pump was delivering (device implant query lists the drug as morphine). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).